Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via evaluation of the submitted log file from (B)(6) , containing approximately 3 days of data (B)(6) 2023 to (B)(6) 2023 per timestamp). At 10:28:32 on (B)(6) 2023, a brief power b broken fault was observed, causing a driveline power fault alarm to activate. While the fault cleared shortly after the alarm activated, the alarm remained active through the remainder of the log file. The observed alarm and fault did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit throughout the data. The modular cable (lot number: 7306649) was returned for evaluation in slightly worn condition, with a discolored exterior and a few small cuts in its outer jacket. The cuts did not appear to fully penetrate through the outer jacket. When the modular cable was tested alongside known working lab equipment, atypical alarms were not able to be reproduced. However, further analysis revealed damage that would have contributed to the reported event. The layers of the cable were removed one at a time, revealing multiple areas of damage to the internal wires. Both the orange (ground b) and red (power b) wires had been severed in different locations within the cable. The severed red power wire was in the area beneath the outer jacket cuts, and may have become damaged with the same mechanical force. In the area of the severed orange wire, the conductors of the red and brown (power a) wires were also exposed. Another area of damage within the cable revealed that the green (com a), yellow (com b), red, and orange wires were kinked, and their conductors were exposed. The interruption of the power b signal seen within the submitted log file is consistent with either the damaged red wire having intermittent continuity or briefly shorting to one of the other damaged wires within the cable. Provided information indicated that the alarm has resolved with the simultaneous exchange of both the system controller and modular cable. A log file was also submitted from the patient¿s new controller, (B)(6) . This log file contained approximately 4 minutes of patient use on (B)(6) 2023 (12:38 to 12:42 per timestamp). No abnormal faults or alarms were observed, and the pump maintained a speed above the low speed limit without issue. The root cause of the reported driveline power fault alarm was determined to be related to the damaged wires within the returned modular cable. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (rev. C - section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (rev. D - section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the modular cable (lot number: 7306649) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related controller MFR# 2916596-2023-06748. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with driveline power fault. A self-test was performed that did not clear the alarm. However, once interrogation was done and log files were gathered, the alarm was cleared (not permanently silenced) and has not yet returned. Driveline was slightly manipulated to try to induce the alarm and it still did not return. There is no obvious damage to any visible portion of the driveline. The log file captured driveline power b faults on 06sep2023. Controller and modular cable exchange was successfully completed. All parameters returned to normal ranges and no alarm recurred. 15 power cable disconnects were performed. The log file from the new modular cable and controller showed the driveline power fault had not returned and the driveline I sense data had returned to normal. Related controller MFR# 2916596-2023-06748.